Event description:
"Consumer states she had the lapband surgery on (3 days ago), and is now experiencing stomach pain. She is wondering what she should eat. Advised her as per faqs and advised her to consult a hcp."

Manufacturer narrative:
Medwatch sent to FDA on: 23/oct/09. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain is a surgical / physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."